Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2009, patient reported the infusion set came out of her skin on three recent occasions due to the infusion tubing becoming "snagged" on her shirt and on a chair. Discussed the "safety loop" method of protecting the infusion set from being yanked out of her skin. Patient reported she cleanses her skin with standard alcohol wipe before inserting the infusion set and does not use a barrier between skin and adhesive. She reported she is "rough" and infusion sets do not stay in well. Patient stated she wears infusion device in her sports bra and tucks tubing into bra. Advised to ensure tubing is not bent or kinked in case and/or bra. Patient reported she has discarded used products. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested; sent barrier dressings.